Event description:
A caller reported experiencing multiple occlusion alarms, including an alarm 2. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by clearing the alarm and resuming insulin administration. However, due to frequent and recurring occlusion issues, the case was transferred for additional assistance.